Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Upon visual inspection, the c100 adapter housing is observed to be fractured, noting the spike remains connected to the IV bag. No visible damage or indicators were observed that would explain the cause of the fracture. It was reported that bags are folded in half during transport which can put excessive pressure on the device. A device history review was performed for lot 2501214, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Product undergoes visual and functional inspections throughout various stages of production, in accordance with established procedures. No issues were identified during these inspections based on the available information we are not able to determine a manufacturing related root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It is reported broken spike. Event description: picture of broken spike during cyto preparation when did the incident occur? Before use the fracture was from shortly after the preparation with the sending of the IV to the service. We 'clap' the infusion in half to be able to send, which presumably puts extra pressure on the device. See photo. Both ruptures may have happened by chance with a carboplatin infusion, given that they are also the largest and most infusions that we send out this way.

Event description:
It is reported broken spike. Event description: picture of broken spike during cyto preparation. When did the incident occur? Before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.